Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that only one side of the tube was showing a signal ((i.e. One green check and 1 red x showed on the nim). Continued with the case and was able to get a positive response when the nerve was stimulated. No injury to the patient. The electrodes properly connected to the patient interface. The tube was not repositioned to get a response. Despite the unusual noise it was able to stimulate a response. There was two green checks during setup. One green and one red during case. No error message displayed. Issue was discovered during case. Customer believes that the surgeon may have been stimulating too fast and didn¿t give staff time to check. User did not indicate a potential connection issue.